Event description:
It was reported that the patient experienced an infection with an initial implant of an artificial urinary sphincter (aus). The patient was prescribed antibiotics. The aus cuff, pump, and balloon was explanted no new device was implanted at explant. A new aus cuff, pump, and balloon was implanted on (B)(6) 2019.